Event description:
Customer states platelet clumping and slow tube filling. And some of the tubes will not fill completely at all.the customer thinks it may be a vacuum issue during manufacturing. They use proper collection method. It occurs regardless of the device used to obtain the blood. They have not formally measured how many occurrences but believe at least 50% of the tubes, possibly up to 80%. The tubes are inverted 5-10 times once removed from the holder after collection. Lot b22013u9 only available to return for evaluation. No product of lot b21103jm available to return.

Manufacturer narrative:
(B)(4). Date of the events could not be obtained from the customer. Samplesfrom the customer were only recently received and the evaluation is still ongoing. As soon as the investigation of the event is completed a supplemental report will be filed.

Manufacturer narrative:
No samples of 454246/b21103jm were received. This portion of the alleged event cannot be determined. Received 1 rack 454246/b22013u9 for evaluation. Received customer pictures. We have no further complaints for either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples no deviations could be observed in the tested samples. The alleged event could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.